Event description:
It was reported that the user received alerts to connect the cgm or enter blood glucose and experienced a brief dexcom g7 sensor issue that interrupted pairing with the ilet, after which the user was instructed to restart the pump and toggle cgm settings from g6 to g7 to reinitiate pairing. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health status or need for medical intervention. Investigation included a review of device configuration and user troubleshooting steps conducted by technical support. Investigation of this case revealed a temporary communication interruption between the cgm sensor and the pump that resolved or was expected to resolve with device restart and cgm mode toggle. It was concluded that the event was consistent with transient cgm signal loss without injury and that continued monitoring was appropriate. Event summary.